Manufacturer narrative:
One non sterile cypher select + 2.50x18 mm was received coiled inside a plastic bag. Bends were detected along the shaft; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was not received. The balloon had been already inflated. Pressurized water was injected to the balloon and a leak was detected in the distal end of the balloon. During microscopic analysis a pinhole was detected in the distal end of the balloon. Sem analysis results showed that the balloon exhibited no evidence of external or internal damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot was performed and no units were rejected during the final assembly of this lot. The reported customer complaint of balloon burst was confirmed through failure analysis and although the exact cause of the failure could not be determined, there is the possibility that it is related to the crimping process of the stent. A dpra was opened to address this issue and since the severity and occurrence level have not changed the dpra will not be updated and no corrective action is needed.

Event description:
The patient's age and gender were unknown. The target lesion was proximal to distal circumflex artery. The lesion was a de novo, moderately calcified and slightly tortuous. There was 99% stenosis. Pre-dilation with a bc (apex, 2.5/15mm) and ivus were conducted. The 1st cypher (2.5/18mm: complaint product) was delivered to the target lesion with slight friction and was inflated at 12atm. The sds was inflated again up to 15atm, but the balloon ruptured. Balloon rupture was confirmed by decreasing pressure of the inflation device and contrast medium leakage under cag. The balloon deflated and rewrapped normally. Afterwards, 2nd cypher (2.5/18mm) was implanted proximal to the 1st cypher, overlapping it, and post-dilation for the both cypher stents was conducted with the sds of the 2nd cypher. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Guidewire: runthrough ns, guide catheter: brite tip jl4, balloon catheter: apex 2.5/15mm, finecross.the product is available, but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.